Event description:
Boston scientific received information that a physician conducted analysis of product performance data as part of research for a journal article. During the analysis and research, data was noted a possible right ventricular (rv) lead issue or connection issue with another company's generator. It was noted that the patient received an inappropriate shock, however, no alerts were noted in the patient's medical record. Information suggests that the lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is currently available, our investigation is complete. This investigation will be updated should further information be provided. Journal reference: ellenbogen, k. A., b. D. Gunderson, et al. (2013). "Performance of ICD lead integrity alert to assist in the clinical diagnosis of ICD lead failures: analysis of different ICD leads." Circ arrhythm electrophysiol: epub before print. Individual complaint records were created for each observation as needed and reports filed as required.